Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the device jammed when releasing a clip. The staff replaced the er320 with another and the case was completed without incident. There was no consequence to the pt.